Event description:
Boston scientific received information that following the implant procedure, x-ray indicated that the right ventricular (rv) lead was not fully inserted into the header of the device. As a result, the pocket was reopened and the lead was appropriately connected. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.